Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: according to the available information, a full insertion was achieved during initial implantation surgery. However, CT scan performed at a later point in time showed some electrode channels being outside of cochlea. Therefore it is assumed that the active electrode partially migrated out of cochlea. The patient was reportedly performing well, although extra -cochlear channels were deactivated. No further information has been received regarding revision surgery, despite requested. This is a final report.

Event description:
During implantation surgery the electrode array kinked. The electrode was then withdrawn and reinserted completely. The results of the patient performance_s evaluation two months later was consistent with 3-4 extra-cochlear basal electrodes. The patient was performing well. As per further information received, a CT scan performed at a later point in time showed some electrode channels being out of cochlea. Revision surgery was discussed. Despite multiple requests for information, no further information has been received.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery, the electrode kinked. The electrode was then withdrawn and re-inserted completely. As per latest information received, a CT scan performed at a later point in time shows some electrode channels being out of cochlea. Revision surgery is being discussed.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: according to the available information, a full insertion was achieved during initial implantation surgery. However, CT scan performed at a later point in time showed some electrode channels being outside of cochlea, pointing to a partial migration of the electrode array. A revision surgery was carried out to re-insert the active electrode and reportedly a full insertion was achieved. However, the post-operative measurements indicated two channels with high impedance status. These channels might have been inadvertently damaged during the re-insertion handling, as several attempts have been reported. This is a final report.

Event description:
During implantation surgery the electrode array kinked. The electrode was then withdrawn and reinserted completely. The results of the patient's evaluation two months later were consistent with 3-4 extra-cochlear basal electrodes. The hearing performance was consistent with a first activation's condition. The patient was later reportedly performing well. On (B)(6) 2016 the electrode array was repositioned. During the repositioning, several insertion attempts were made. A full insertion was reportedly achieved.